Manufacturer narrative:
Complete information for section 9: rcr # 3016438761-10/06/21-003-c further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported the iref cup was not filling on the architect c4000 analyzer. The customer was advised by technical support to inspect the syringe and check valves 12 and 13, perform an ict cup flus, daily maintenance, quality control (qd) and monitor. The customer noted that the tubing in check valve 12 was loose, and they tightened it. There was no reported impact to patient management or user safety.